Event description:
It was reported the device reached eri and at interrogation attempt, battery voltage/impedance could not be obtained. Several parameters reportedly displayed "???". The device would not display the missing parameters and diagnostic information after reinterrogation. It was also reported that each time a new icon was chosen during interrogation attempt, it would 'reinterrogate itself with each new page.' The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device reached normal battery depletion. The ??? Marks that were reported were the result of the device programmed aai and then reverting to vvi 65 when the battery reached eri (elective replacement indicator). This is a normal operation.